Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said patient was told by one of her healthcare provider (hcp) that the lead wire is affecting patient si joint, causing back pain for the past year or so. Patient wants implant removal as result. No further complications were reported.